Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the distal set up joint (suj). The system was tested and verified as ready for use. As of the date of this report, the suj has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted lap band removal surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error 32056 occurred on universal surgical manipulator (usm) 2. The customer pressed ¿recover fault¿ button and then emergency power off (epo), but the issue was not resolved. The surgeon elected to convert to a traditional laparoscopic surgery. There was no reported injury. Isi followed up with the isi clinical sales representative (csr) and obtained the following additional information: the issue occurred after anesthesia. The anesthesia time was not extended until the repairs were completed and the surgery was finished. The conversion did not result in port size incision enlargement or additional ports. There were no patient injuries.